Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief despite multiple reprogramming attempts. The explanted device components will not be returned as it was discarded.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5081609/5081900.